Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 372 mg/dl while wearing the pod for longer than 48 hours. The patient had experienced symptoms of vomiting. The patient had administered insulin corrections. Upon removal of the pod from the infusion site the cannula was found to be bent. The patient applied a new pod. Once at the hospital the patient was treated with saline. The patients reported blood glucose level upon release from the hospital had been below 200 mg/dl.